Event description:
This lead was implanted on (B)(6) 2009 and was capped on (B)(6) 2014 due to impedance issues and high pacing thresholds. The physician was (B)(6) at (B)(6) hospital in (B)(6). No other info is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).